Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 350 mg/dl with large ketones and symptoms of dehydration associated with intermittent power to the pump. Reportedly, the patient discontinued the insulin pump and self-treated with unspecified treatment. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power to the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: there were unexplained pump reboots observed in the black box. The battery cap was returned with the pump and was able to fully attach and used for 24 hour testing with no power interruptions observed. The returned battery cap measured within specifications. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internal damage observed. Unrelated to the original complaint, the battery compartment was cracked.